Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the image is not displayed. A root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction could not be determined, and additionally, the most probable cause for the fiber bonding in the outer tube area (distal end) is damaged and the image is not displayed was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid laparoscope had e229 error. The event occurred during reprocessing. There were no reports of patient involvement.